Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements. Due to this, two signal artifact monitoring (sam) episodes were recorded. Additionally, noise was observed. Further evaluation of the patient was discussed. The device was reprogramed and the patient will continue to be monitored. This lead remains in service. No further adverse patient effects were reported.